Event description:
It was reported that the patient felt lightheaded/woozy. The monitor showed pauses and loss of capture. It was also reported that the right ventricular lead had a possible microdislodgement and was repositioned. The lead and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.